Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user who participated in the survey for ilet experience study experienced hyperglycemia associated with an occlusion while using the ilet and an infusion set, with the pump indicating only about 55¿56% of a meal bolus delivered and blood glucose reaching 400 mg/dl for approximately 3¿4 hours, which resolved after changing the cartridge and infusion set. The connector was described as harder to twist prior to the event. Investigation of this case revealed that the event was consistent with an infusion set occlusion that resolved after supply replacement, with no damage observed to supplies. Symptoms include nausea and fatigue. Outcomes included high glucose with correction achieved by replacing supplies without hospitalization. It was concluded that the event was due to an occlusion related to the infusion set connection and that replacement of supplies was effective. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.